Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to voltage leak on the interface board. The insulin pump passed the self test. No a17 alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.